Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's cartridge tubing and infusion set tubing were not connecting. During troubleshooting it was found that the customer was attempting to connect incompatible supplies. Tandem technical support educated the customer regarding pump supply compatibility. The customer experienced an elevated blood glucose (bg) of 596 mg/dl. Reportedly, bg level was addressed by obtaining compatible supplies.